Event description:
The report co received from the affiliate indicated that during a pta to the right common iliac artery, there appeared to be crosstalk in the balloon that would not allow the balloon to hold pressure for more than a few secs. There was no calcification or vessel tortuousity reported in the target lesion. The physician successfully crossed the lesion with the sds, and tried to increase the pressure to 15atm. The balloon inflated to 14atm, but the pressure decreased in a few secs. By cine, the physician was able to confirm that the stent had been dilated satisfactorily, so the balloon catheter was withdrawn from the pt. The sds was checked upon removal from the pt, and it was found that the balloon could be inflated, but flash was also coming from the guide wire lumen hub. There were no reported pt complications or injury.